Event description:
(B)(4). Essure was implanted (B)(6) 2013. An ablation was done in conjunction with the implantation. The procedure was done in the hospital and I was unconscious. When I woke up, I complained of severe pain on my left side. I was told by the recovery nurse that it was from tugging that took place during the procedure. I was sent home in severe pain. By the next day, I was running a fever and was back in the dr office the following monday. An ultrasound was done to check placement. I was told the pain would go away. Three days later, I had the worst period I had ever experienced. Heavy bleeding, clotting and extraordinary cramps. The pain never left and eventually got worse. The pain often spread to my left leg, and when I would bend over or turn my waist, I experienced a sharp tugging sensation. Over the next weeks, I began running a low grade fever on and off. I was constantly tired and always in pain. The following months, the pain level increased and my periods became a hellish nightmare. My left side became tender to the touch and I stopped being intimate with my husband because it was painful and caused the pain in my left side to become even more intense. At my next yearly appointment, I told my dr that I could not take the pain any longer and asked for a partial hysterectomy. I hate that (B)(6) years old I would lose what makes me a woman. The surgery took place on (B)(6) 2014. The surgery itself went fine and I was released after a day in the hospital. Unfortunately, 3 days after I came home, developed an illius and ended up in the hospital for twelve days. Essure caused me to suffer pain, stress, and self hatred. It needs to be removed from the market.